Event description:
Reported by the complainant as follows: the nurse was instructed to remove the rectal tube (fecal management system). However, after she removed the fluid, it still would not come out. After doing a rectal exam, it was found that balloon of the fecal management system was still intact and it did finally come out. During a follow up call from convatec's medical/clinical development group the following info was gathered from the complainant: the fms was gently removed with the fluid in the balloon. The nurse caring for the pt attempted 3 times to remove the fluid from the balloon while it was still in the pt. Once the device was removed the nurse attempted to remove the fluid and was unable to. The pt had a gi consult and evaluation after the device was removed because she had some rectal bleeding. This stopped and the pt had no evidence of physical harm.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of a leak due to missing film wrap. The root cause was determined to be operator error during the film wrapping assembly process. This device is a single use device and will be discarded. Batch review determined that a nonconformance report was documented for this lot, but the issue in the nonconformance report is not foreseeable to contribute to the reported / confirmed problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported an intermate sv 200 device that was leaking during filling. The device was being filled with 80 milliliters of normal saline when a leak was observed between the fill port and the reservoir. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.